Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the patient's remote monitoring system that the cardiac resynchronization therapy defibrillator (crt-d) along with the right ventricular (rv) lead exhibited high out-of-range pacing lead impedance. Further, the left ventricular (lv) lead was also reported having a high out-of-range pacing impedance. The device was checked by a boston scientific field representative and impedance measurements in the rv and lv were stable and the out of range values were unable to be recreated. Boston scientific technical services (ts) discussed that the issue appeared to be rv lead related since the lv pace configuration was programmed tip to rv and lead impedances were nearly identical on the trend report. Upon further investigation, it was determined that the crt-d was replaced due to unrelated issues (captured in report #2124215-2014-09384). During the replacement procedure, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.